Manufacturer narrative:
Analysis confirmed the customer comment of missing selector knob and broken potentiometer. One encoder was pushed into the device, the upper case, lower case and output connector assembly were broken, the main seal and display flex were damaged and the display wire was pinched, insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. Inspected electrical and mechanical parts, re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) selector knob was missing and the potentiometer was broken; the epg was not functional. The epg was returned for repair. No patient complications have been reported as a result of this event.